Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing irritation in the kidney on the left side. It was also noted that the patient had discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was moved a little lower towards the buttock. The patient was doing well postoperatively. No device malfunction was suspected.